Event description:
It was reported that upon interrogation of the pulse generator data could not be read was displayed for the battery data. The device was electively explanted and replaced due to normal eri.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.